Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis. Although no endoleak was observed, a proximal extension was planned to prevent potential future occurrence of a type I endoleak. On (B)(6), 2025, the patient underwent reintervention to reinforce proximal sealing. An additional stent graft was deployed at the proximal end of the previously placed device. Physician¿s comment: no endoleak was observed, but the extension was performed to secure a longer sealing zone.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code d12: h6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2025, the patient underwent emergency endovascular treatment for a ruptured abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis. On an unknown date in (B)(6) 2025, although no endoleak was observed, a proximal extension was determined to prevent potential future occurrence of a type I endoleak. On (B)(6) 2025, the patient underwent reintervention to reinforce proximal sealing. An additional stent graft (medtronic, endurant ii) was deployed at the proximal end of the previously placed device. Physician¿s comment: no endoleak was observed, but the extension was performed to secure a longer sealing zone. 1000-e: -other - explained in file: a proximal extension was determined to prevent potential future occurrence of a type I endoleak.

Manufacturer narrative:
B3/b4/b5/b6: describe event or problem has been updated.